Event description:
It was reported that during a ukr procedure, a few seconds after the beginning of the bur femur, a message was showed related to the handpiece. The handpiece was recalibrated but it did not work. The handpiece was replaced in order to continue with the case. No surgical delay or patient injury was reported. Results of investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), used in treatment, had an error during a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The log files indicate a jam detection of the navio handpiece. The lead screw nut had become damaged and caused the jam in the handpiece. The navio system checks for jam detection and accurately recognized the problem and stopped the procedure with an error. The root cause of this issue was found to be supplier / raw material fault. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.